Event description:
Event description guidant received information that both the ventricular and atrial leads became dislodged shortly after the implant procedure. During the revision procedure, the leads were unable to be repositioned. The leads were explanted and successfully replaced.